Event description:
A pt reported experience inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 117, 73 mg/dl. Tests were done within 10 minutes with a difference of 39 mg/dl. Pt did not experience any adverse events. No further info has been reported.